Manufacturer narrative:
(B)(4).

Event description:
The customer reports: after 5 weeks the indwelling catheter started leaking between the pink hub and extension line.

Event description:
After 5 weeks the indwelling catheter started leaking between the pink hub and extension line.

Manufacturer narrative:
(B)(4). Lot# corrected to 23f18g0502. The customer returned one antimicrobial PICC catheter for evaluation. The device showed signs of use in the form of an unknown residue on the juncture hub and extension line body. After the catheter failed functional testing, it was microscopically examined. A small separation of the luer hub and extension line was found. The appearance of the damage is consistent with a continuous tensile force on the luer hub and extension line body, which caused the extension line to be slightly pulled out from the hub. The outer and inner diameter of the extension line were measured and were found to be within specification. The catheter was functionally tested by clamping off the distal end of the catheter and attaching a lab inventory syringe filled with water. When the plunger was compressed, water leaked out of the extension line near the luer hub. A manual tug test confirmed the extension line body was secure within the luer hub. A device history record review was performed with no relevant findings. The IFU provided with the kit cautions the user, "check ingredients of prep sprays and swabs before using. Some disinfectants used at catheter insertion site contain solvents which can attack the catheter material. Alcohol and acetone can weaken the structure of polyurethane materials". The IFU also warns that the "catheter clamp must be opened prior to infusion to minimize risk of damage to extension line(s) from excessive pressure". The customer report of an extension line leak was confirmed by complaint investigation. The returned extension line was partially separated at the luer hub which allowed leaking to occur. The appearance of the damage is consistent with a continuous tensile force being placed on the luer hub and extension line body. The returned sample passed all relevant dimensional testing and a device history record review was performed, with no relevant findings. Based on the customer report that the leaking was only observed after a period of successful use and the appearance of the damage on the returned sample, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaint of this nature.